Event description:
Email received from company service engineer (fse) in regards to a surgeon complaint about the drill bit adaptor being obstructed and feeling too tight. The fse was present for this case. The issue was noticed during the surgery. The part is not usable, it wasn¿t used during the case when the issue was noticed at the very beginning of the case. Instead they used their other drill bit adaptor. There was no consequence to the patient, and the delay was less than 2 minutes as they switched to their other drill bit adaptor.

Manufacturer narrative:
It was reported that the surgeon complained about the drill adaptor (B)(6) being obstructed and feeling too tight. A company field service engineer was present and stated that the part was not usable so it wasn¿t used during the case. The surgery was performed with an other drill adaptor. Two pictures of the drill adaptor (B)(6) were provided by the reporter, however they do not enable to determine a root cause. We requested that the drill adaptor (B)(6) be removed from the hospital by the company field service engineer and returned for investigation. However the company field service engineer confirmed that he did not remove the part from the hospital because the surgeon was not sure it was malfunctioning. Reportedly, the surgeon used this drill adaptor again afterwards and said it was functioning perfectly. As the device was not returned for investigation purposes, the root cause of this event remains unknown. D4 unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Email received from company service engineer (fse) in regards to a surgeon complaint about the drill bit adaptor being obstructed and feeling too tight. The fse was present for this case. The issue was noticed during the surgery. The part is not usable, it wasn¿t used during the case when the issue was noticed at the very beginning of the case. Instead they used their other drill bit adaptor. There was no consequence to the patient, and the delay was less than 2 minutes as they switched to their other drill bit adaptor.